Manufacturer narrative:
The electrode pads were returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The pads were put through extensive testing including continuity testing from the connector to the tins without duplicating the report. The pads were visually inspected and found no signs of arcing or burning; however, the pads had some hair stuck to them. The device logs were not available to evaluate the measured impedances at the time of the shock. The pads were scrapped after testing. Electrode labeling states the importance of good placement on the patient and provides instruction for proper electrode application technique. Zoll recommends that patients are cleaned and hair is clipped prior to applying electrode pads to assure good coupling of electrode to skin contact. Poor adherance and/or air under the electrodes can lead to the possibility of arcing and skin burns. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a 59-year-old male patient, after the associated defibrillator delivered 120 joules, a spark was seen coming from these electrode pads. The clinician applied moisturizer where the electrode pad were applied. The next day, they observed a burn on the patient's chest where the electrode pads were applied. Complainant indicated that the patient sustained a burn, however no information to what degree the burn was.